Manufacturer narrative:
Investigation: per the customer, the solutions spiked were acd-a and saline and the replacement fluid (red blood cells) was abo compatible to the patient's. It was reported that the replacement fluid was part 61% part 62% and the ac ratio was 13:1. A terumobct service technician checked out the machine at the customer site. The technician verified pump rotor rollers were moving freely and an auto-test was successfully completed. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that approximately 20 minutes into a red blood cell exchange procedure (rbcx) on a sickle cell patient, they had access problems and received "cellsdetected in plasma line" and "inlet low pressure" alarms. Upon inspection, hemolysis was found in the plasma at the connector. Per the operator, the replacement fluid did not drip at all and the procedure was in alarm mode for most of the 20 minutes of the run. The physician at the customer site ordered the rbcx procedure to be restarted on another machine and no rinse back was performed. Per the physician at the customer site, the hemolysis is not related to the patient's condition. Patient information and outcome is not available at this time.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The aim system images were reviewed and confirmed that there was no indication of the interface being too high to the point where a spillover was occurring which is another common cause for the cells were detected in plasma line from centrifuge alarm. Based on the information in the rdf, it was confirmed that the cells were detected in plasma line from centrifuge alarm was not caused by a spillover. Therefore, the alarm was most like due to either air in the plasma line or hemolysis in the plasma line. There were no alarms during prime or any centrifuge pressure too high alarms during the run that might indicate that there was air in the centrifuge or the plasma line. Therefore, based on the information provided by the customer that reported the color in the plasma line was in fact, pink, it is possible that there was hemolysis in the plasma line during this procedure, however, the root cause for the hemolysis is unclear. The device serial number history report indicates no further related issues have been reported for this device. The device failed safe with an alarm for this event. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause of this failure was undetermined.

Event description:
The customer declined to provide patient ID, age and outcome. Patient gender and weight were obtained from the run data files (rdf).